Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections and scanning electron microscopy analysis were performed on the returned device. The reported balloon rupture was confirmed. The reported resistance met during advancement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity in an arteriovenous shunt in the right arm artery. The armada 35 balloon catheter was advanced with resistance with the anatomy to the target lesion. When inflated the balloon was inflated to 18 atmospheres, it would not hold pressure and the balloon broke [ruptured]. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.